Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had stuck button alarm. The customer¿s blood glucose was 288 mg/dl. Troubleshooting was performed. Customer stated they were unsure if they pressed a button down for 3 minutes or longer. Customer did receive a sensor updating sensor glucose value not available alert. Customer did not receive a calibration not accepted alert. The device will be returned for the analysis.

Manufacturer narrative:
(B)(4). The device passed the displacement test and self test. No keypad anomalies noted during testing. Keypad unresponsive/button error alarm not confirmed.